Manufacturer narrative:
Visual inspection: during the investigation, no significant deformations or damage of the valves were determined. Permeability test: a permeability test has shown that all components are permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the valves operate within the permissible tolerance in their respective relevant positions. Adjustment test: the progav 2.0 was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected and the braking force is within the given tolerances. Internal inspection : after dismantling of the valves, no deposits were found in both valves. Results : in advance, we would like to point out that the product sent in was not inserted in liquid at the time of delivery. Dried deposits can influence the function of the products, which can affect the results. Despite this, we have examined the valve. Based on the investigation results, we detected no functional deviations or other abnormalities in any of the three components. The progav 2.0, the shuntassistent 2.0, and the peritoneal catheter all met the specifications. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a progav 2.0 shuntsystem (#fx643t) was to be implanted during a procedure performed on (B)(6) 2026. According to the complainant, the shunt system caused an under-drainage and was explanted on the same day. No patient complications were reported as a result of the revision procedure. The complained device was returned to the manufacturer for evaluation. Same event as # 3004721439-2026-00112.